Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up transesophageal echocardiography (tee) and physician reported the closure device has migrated proximally. There were no patient complications.